Manufacturer narrative:
Reference MFR report # 2916596-2016-00231 for the report of the previous driveline repair. Device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 3 years, 3 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2016, the patient presented to the clinic due to low flow alarms. Interrogation of the system controller revealed low flow hazard alarms and a motor stopped event within the history screen. The patient was admitted due to exhibiting signs and symptoms of fluid overload and unspecified worsening heart failure symptoms. Inotropic support was initiated and the patient was diuresed. It was reported that the patient had been issued an ungrounded patient cable for use with the power module due to a previous unsuccessful driveline repair. It was reported that the patient may not have been using the ungrounded patient cable during the pump stoppage event observed. After 7 days of persistent low flow alarms, a ramp echocardiogram study was performed which revealed the left ventricle was not unloading. A computerized tomography (CT) scan was suggestive of pump thrombus. The outflow graft reportedly had ''high-grade thrombosis'' with minimal flow through it. On (B)(6) 2016, the patient underwent a pump exchange. It was reported that there were no further lvad alarms post-exchange and the patient was recovering well.

Manufacturer narrative:
The report of low speed alarms and pump stoppage event was confirmed based on the evaluation of the submitted log file; however, a specific cause for the pump stoppage event could not be determined through this evaluation. The evaluation of the returned device confirmed deposition inside the pump. A loose, small deposition of clotted blood was present at the proximal end of the outflow elbow, and a loose deposition of clotted blood was present in the proximal side of the outlet stator. The depositions were soft, lacked structure, and were not adhered to any of the pump surfaces. The deposition appeared acute; however, a duration in which it was present in the pump could not be determined. A direct correlation between the observed depositions and the reported event could not be determined. Examination of the pump¿s bearings, rotor, and blood-contacting surfaces did not reveal any anomalies. The evaluation of the device also confirmed a percutaneous lead (lead) wire damage. Continuity testing of the lead in its returned condition found all wires were electrically intact. An area of shield breakdown was identified approximately 5 inches to 6 inches from the pump housing. Examination of the underlying wires found breaches in the yellow and brown wires in this location, and the inner conductors were exposed. The observed wire damage appeared to be the result of fatigue due to abrasion against the braided shield. The system had the potential for low speed or pump stoppage events to occur if any of the exposed conductors contacted the braided shield while the patient was operating on a tethered power source, such as the power module, resulting in a short to ground. A low speed or pump stoppage event could also occur if the exposed conductors of the yellow and brown wires contacted each other or simultaneously contacted the braided shield while the patient was operating on a tethered power source or batteries. The instructions for use lists device thrombosis as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.